Event description:
It was reported that the patient had a sternal, driveline, and chest infection. The patient's heartmate 3, cardiac contractility modulator (ccm), and implantable cardioverter-defibrillator (ICD) were explanted due to the infection. A centrimag was placed. The left ventricular assist device (lvad) operated as expected. On (B)(6) 2024 it was reported that during the operation significant infection and hematoma around the pump and apical cuff was identified and cultures were obtained, which were identified to be bacteremia. Immediately after the lvad was explanted, the centrimag was placed. Following this the ICD was explanted and the ccm was explanted shortly after. At this point deterioration of right ventricular function was identified and significant coagulopathy was observed. The patient required multiple transfusions of blood products. The patient's function continued to deteriorate, and it was decided to convert to veno-arterial extracorporeal membrane oxygenation (ECMO) using femoral cannulas that were already placed for bypass. After the culmination of the surgery the patient was taken to the intensive care unit (ICU) in critical condition requiring multiple transfusions. It was reported on 09feb2024 that the patient passed away on (B)(6) 2024. Related manufacturer reference number: 2916596-2024-00307 (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The patient¿s death was not considered to be device related, and it was reported that the device operated as expected. It was reported that the centrimag blood pump will not be returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us (united states) centrimag blood pump instructions for use (IFU) lists right heart failure, bleeding, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.